Manufacturer narrative:
G4: 02oct2019; b4: 03oct2019. The manufacturer¿s technical services confirmed the reported issue. The customer was advised to replace the battery. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a battery failure error code. The device was not in use at the time of the reported event and there was no patient involvement.